Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found containing foreign matter before use. The following has been provided by the initial reporter: patient was admitted to hospital with herpetic angina. At 10:30 am on (B)(6) 2019, the nurse prepared to give the patient a venous indwelling needle and found a small black spot on the hose of the disposable intravenous indwelling needle. Replace with a new one-time intravenous indwelling needle. No adverse events have been caused to the patient.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found containing foreign matter before use. The following has been provided by the initial reporter: patient was admitted to hospital with herpetic angina. At 10:30 am on (B)(6) 2019, the nurse prepared to give the patient a venous indwelling needle and found a small black spot on the hose of the disposable intravenous indwelling needle. Replace with a new one-time intravenous indwelling needle. No adverse events have been caused to the patient.

Manufacturer narrative:
Investigation: one photo and one actual sample were received by our quality team for evaluation. Upon visual inspection black foreign matter was observed on the sample; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the foreign matter is embedded in the catheter tubing. The spectrum of the foreign material show unknown peaks and did not have a good match in the library. However, there were few peaks in the spectrum that were likely similar with the base material of the catheter sample. It is possible that the foreign mater was well blended with the catheter sample and could not be clearly separated for analysis. No process in the manufacturing facilities could have probably caused this nonconformance.